Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports that the heel warmer exploded onto a nurses uniform.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield product monitoring has contacted the customer on (B)(6) 2013. To date, no additional info has been received. If additional pertinent info becomes available, the report will be updated.